Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of 'system error 322' alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 322 was verified. The cause was determined to be lower auxiliary switches which were slow to react. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received and evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the system error 345. A visual inspection was performed and no abnormalities were found. The device passed all functional and electrical testing related to the reported symptom. The device also underwent a simulated infusion with no discrepancy. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The system error 345 was not verified. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity) and system error 322 (link switch error (low)) alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.